Manufacturer narrative:
The stapler 45 reload and stapler 45 instrument have not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument accessory and/or instrument are returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the stapler 45 instrument allegedly misfired with a green stapler 45 reload installed and malformed staples were identified along the staple line. As a result of the alleged issue, a staple line leak was found and the surgeon oversewed the staple line with sutures.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, a stapler 45 instrument allegedly misfired with a green stapler 45 reload installed. The reported event occurred when the surgeon fired the stapler 45 reload across the jejunum junction. After firing the stapler 45 instrument, the surgeon observed that the staples were malformed along the staple line. The surgeon performed a leak test and observed leakage from the staple line. The surgeon then used an endowrist needle driver instrument to over sew the affected area. The planned surgical procedure was completed with the same stapler 45 instrument. As of (B)(6) 2018, there have been no reports of any post-operative complications. The initial reporter indicated that she was not present when the reported event occurred. She was told that there was no issue during the clamping sequence of the stapler 45 instrument and there were no error messages generated at the time of the event. According to the initial reporter, the surgeon did not cross any other staples during the instrument's firing sequence.the initial reporter did not know if a video recording of the surgical procedure was available. However, the initial reporter indicated that she had a photograph of the transection. The initial reporter also indicated that the stapler 45 instrument and green stapler 45 reload involved with the reported event were available for return to intuitive surgical, inc. (Isi) for evaluation. She did not know the lot number of the affected stapler 45 reload nor the stapler 45 instrument. No other information was provided.